Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign-(B)(6). Concomitant medical products: item# 010000589; lot# unknown; comp rvrs 25mm bsplt ha+adptr r; item# 115394; lot# unknown; comp rvs cntrl 6.5x20mm st/rst; item# 180558; lot# unknown; comp nlk scr 3.5hex 4.75x20 st; item# 180560; lot# unknown; comp nlk scr 3.5hex 4.75x30 st; item# 180551; lot# unknown; comp lk scr 3.5hex 4.75x20 st; item# 115310; lot# unknown; comp rvrs shldr glnsp std 36mm; item# 115370; lot# unknown; comp rvs tray co 44mm; item# xl-115363; lot# unknown; arcom xl 44-36 std hmrl brng ring. The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03323, 0001825034-2019-03329, 0001825034-2019-03330, 0001825034-2019-03333, 0001825034-2019-03516. Product not returned.

Event description:
It was reported that the patient underwent a revision procedure due to poor bone quality, screws backing out and disassociation of the mini baseplate from the glenoid. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.